Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. The insulin pump has minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported a button error on her insulin pump. The numbers were scrolling up by themselves so customer replaced the battery. The device then alarmed button error. Customer's blood glucose is 189 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.